Event description:
On (B) (6) 2009, the pt's father reported that the pt is "not getting the bolus when you press the buttons" of the infusion device. The father was not able to specify if the up and/or down button was working properly. He did not have the infusion device with him at the time of the report. He stated the incident has been occurring for the past yr. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.